Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-oct-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced an adverse event. The device evaluation was completed on 07-oct-2024. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The physician inserted decanav in the coronary sinus (cs). Then he inserted the thermocool smarttouch sf catheter inside vizigo sheath in the right atrium. He performed the transseptal guided by transesophageal echocardiogram (tee) and fluoroscopy, with the brk needle, and he inserted the sl0 guide, that looked in the right position. After that he passed the thermocool smarttouch sf catheter quite easily and then the vizigo sheath (usually he follows the guide to pass the thermocool smarttouch sf catheter through the transseptal). The physician responsible for tee, informed the electrophysiologist that at the echo, the thermocool smarttouch sf catheter did not look in the usual position after the transseptal. The physician decided to check its position after mapping the left atrium with the pentaray catheter. So pentaray catheter was inserted in the left atrium and they started mapping with no issue in catheter maneuverability. After mapping, they performed the zero of the force for the thermocool smarttouch sf catheter. After struggling a bit to find a place with no signals on map1-2 and 3-4, they performed the zero and the graph looked ok. No error on the carto. The physician decided to recheck the position of the thermocool smarttouch sf catheter with the help of the tee. He moved a bit the catheter and then he decided to start the ablation. They started the ablation of the left superior keeping the pentaray catheter in the left inferior on the posterior side. Impedance seemed ok, with one indifferent electrode plugged, the smartablate generator showed on the ostium of the vein around 120 (confirmed by rechecking the visitags parameters after the case). After 7 points of ablation, there was a drop of blood pressure of the patient. They immediately stopped the ablation and reinserted the tee to control for possible tamponade. Indeed, they found a pericardial "perfusion" and they had to stop the procedure. They performed a pericardiocentesis removing around 1 liter of blood. Patient was transferred in intensive care and would remain there for at least 3 days. No surgical procedure was needed. According to the medical team she stopped bleeding, and was improving. According to the physician¿s opinion, the cause could be the insertion of the thermocool smarttouch sf catheter that did not pass along the guide and curved and reached the posterior wall of the left atrium, this might have caused the tamponade. After the episode, evaluating the catheters positioning on carto along the procedure, no moment in which the thermocool smarttouch sf catheter and the vizigo sheath touched the posterior wall of the left atrium. From carto it seems that the catheter remained always anterior, and its position might suggest more an introduction of the catheter along the septum, causing a septal tamponade, more than a posterior "perfusion" (but this remains an interpretation). The catheter positions on carto were shown to the two physicians, thanks to the timeline, and still they were not convinced. It is still under discussion which was the cause of the tamponade. Additional hospitalization was required. Additional information was received. Patient fully recovered. Patient required extended hospitalization due to pericardiocentesis and hemothorax drainage. Act during procedure was not known. One transseptal puncture site was performed during the procedure. There are some peak of force that were reached, since they are oscillating, maybe could be due to respiratory movement. The force was also monitored by a red flash of the screen if too high. There were no errors on carto, pump and generator. No malfunction was detected during the event. The physician¿s opinion on the cause of this adverse event was procedure related. The physician believes the problem was during the passage of ablation catheter and vizigo from right to left atrium. However, prior to noticing the tamponade, ablation was performed. No catheter was exchanged.